Event description:
On 04-feb-2020: follow up information was submitted because result of complaint investigation of the returned used devices (2 sets) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart from the sticky part. Reportedly, the patient's blood glucose level was 257 mg/dl and weighed 270 lbs. The site location was left side of patient's abdomen and the pump had been removed. The infusion was used for an hour and infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart from the sticky part. Reportedly, the patient's blood glucose level was 257 mg/dl and weighed 270 lbs. The site location was left side of patient's abdomen and the pump had been removed. The infusion was used for an hour and infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.